Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt#1 first test inr = 4.0, second test inr = 1.7, third test inr = 2.4. Pt#2 first test inr = 2.5, second test inr = 3.2, third test inr = 4.3. Pt#3 first test inr = 1.7, second test inr = 2.4. Pt#4 first test inr = 6.4, second test inr = 7.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070615: pt#1 first test inr = 4.0, second test inr = 1.7, third test inr = 2.4; mean = 2.7; sd = 1.2; %cv = 43%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Inratio precision data provided by end-user lot 070615: pt#2 first test inr = 2.5, second test inr = 3.2, third test inr = 4.3; mean = 3.3; sd = 0.9; %cv = 27%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Inratio precision data provided by end-user lot 070615: pt#3 first test inr = 1.7, second test inr = 2.4; mean = 2.05; sd = 0.49; %cv = 24%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Inratio precision data provided by end-user lot 070615: pt# 4 first test inr = 6.4, second test inr = 7.0; mean = 6.7; sd = 0.42; %cv = 6.3%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.